Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that the down arrow button of the insulin pump was unresponsive since few days. The customer's blood glucose level was 70 mg/dl at the time of the incident. The customer was scared that the insulin pump would stop working. The customer stated that the numbers were not ramping on their own. The customer stated that the scroll bar was not moving with no input. The customer stated that pressing menu button takes them to the menu screen. The customer stated that using the up arrow allows them to navigate screens. The customer stated that using the down arrow does not allow them to navigate screens as the down arrow took more than usual to work . The customer stated that the block mode was inactive. The customer stated that an alarm was not in progress at the time the button was unresponsive. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. The customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).